Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated. An ECG showed that the patient's sinus rhythm of 75 bpm was overriding the programmed rate of 70 ppm. The device could not be programmed and multiple attempts to perform a download were unsuccessful.